Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during pre-cardiopulmonary bypass, a tear in the purge line of the oxygenator was noted. This issue occurred in the same case as 1124841-2018-00298. Patient received 3 rbc transfusion. Patient did well post-operatively. No known impact or consequence to patient. There was 15-20 minutes delay. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on nov 21, 2018. (B)(4). The affected unit was not returned for evaluation therefore a thorough investigation could not be performed and the actual root cause cannot be determined. A retention sample was not able to be evaluated as the lot number was not provided for this complaint. The additional information provided mentioned that the user might have caused the tear when trying to reconnect the oxygenator to the reservoir. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.